Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient contact that a peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2019 for pneumonia. Upon follow up, the patient¿s pd nurse confirmed the hospitalization and stated the pneumonia could potentially be related to extra fluid that the patient had been retaining. Due to a peritoneal membrane issue the patient was retaining fluid which the clinic had been trying to remove. The pd nurse stated the excess fluid was not related to the liberty select cycler or any other fresenius product. The patient was discharged on (B)(6) 2019 and continues to complete pd therapy with the liberty select cycler.

Manufacturer narrative:
Value in the initial MDR submission should be 12/2/2019.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed on the cycler and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An internal visual inspection encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.